Event description:
It was observed during the device inspection, that the colonovideoscope exhibited foreign material in the air/water tube and cylinder. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Based on the results of the investigation, and although the foreign material was confirmed, olympus could not identify the material or specify the cause. The foreign material may have been unremoved because the device was not reprocessed properly by a leak occurred from right/left and upward/downward angulation control knobs. The event can be detected and prevented by following the instructions for use: IFU states the detection method in gif/cf/pcf-180 series operation manual chapter 3 preparation and inspection. IFU states the preventive measure in gif/cf/pcf-180 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.